Event description:
A pt reported to FDA that they had been deemed an excellent candidate for lasik to correct near sightedness. The surgery was performed on both eyes on (B)(6) 2012. Ten days after surgery, they experienced vitreous separation. The pt woke up in the morning to see starbursts and flashes of light. The vision is partially blocked by all the debris (floaters) in the central vision. The pt had never had any problems or floaters before lasik. The pt reports the floaters and blocked vision are very distressing, and reading has become difficult. The pt has been told they are at risk for retinal tears because of all the debris floating in the eye. This report concerns the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).